Event description:
It was reported that the lead stopped capturing and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned.